Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issues with the infusion set. Blood glucose value was 600 mg/dl at the time of the incident and was hospitalized previously but did not give a date; there were 7 previous diabetic ketoacidosis incidents which the customer blamed on the infusion set. The customer treated their high blood glucose value with an IV drip. Troubleshooting was not completed. The insulin pump will not be returned for analysis.